Event description:
The manufacturer received info alleging that a ventilator's exhalation valve remained open during use. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.